Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole".

Event description:
Sales rep reported nonimplanted device "hole". Device never implanted.

Event description:
Sales rep reported, non-implanted device "hole". Device never implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening on radius. A visual and microscopic analysis was performed which identified, striated opening on radius and crease fold. Base on the device analysis, the final assessment is: striated opening assessed, as surgical damage.